Event description:
During a robotic assisted hysterectomy it was noted by the surgeon that the wire was frayed at the tip of the instrument at the pulley system. The mega suturecut needle driver was removed from the patient and use.manufacturer response for mega suturecut needle driver, intuitive endowrist (per site reporter).company received complaint RMA and device was returned to company for their review.what was the original intended procedure?robotic assisted total laparoscopic hysterectomy and sacrocolpopexy.